Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): the subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility street address and phone number are unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of subject device. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 11 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Manufacturing investigation evaluation: received one (1) aim-arm lat f/multiloc phn (part 03.019.008) for manufacturing investigation. The article is in a used condition with normal traces of use visible. During manufacturing investigation, all relevant and significant characteristics (ie. Dimensions) were checked and the article passed all functional tests. All checked and measured characteristics are within the specifications. There are no references to the reported issue no manufacturing related issues were identified and/or confirmed. Therefore, the exact root cause for this complained problem could not be defined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 11 for (B)(4).